Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump basal history did not match the active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/11/2016-device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the pump black box data revealed that the pump was powered off for multiple periods of time lasting several days before the last basal delivery. The pump was not primed and delivery was not resumed when the pump was powered back on, according to the data. The pump history also revealed that the pump¿s time and date was manually changed, causing the recorded total daily dose values to appear inaccurate. During a visual inspection of the pump, no damaged was observed. The rewind, load, and prime steps were completed successfully with no delivery interruption or unusual activity. The pump was exercised for 24 hours on a 1 unit per hour basal setting. The 24 unit delivery was accurately recorded in the delivery history. The pump performed within specifications during testing, and no defect was found.